Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5mm to occlude the vessel. The physician inserted the stent delivery catheter into the patient, while being advanced forward the occlusion balloon was noticed to be deflated. The patient is reported to be fine.